Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment of aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft (zenith). During the procedure, distal type I endoleak was observed. An aortic extender endoprosthesis gore® excluder® aaa endoprosthesis was deployed to extend the device distally. A minor endoleak remained and it will be monitored. On an unknown date, during a follow-up, distal type I endoleak, type iiia endoleak from the junction of the non-gore stent graft (zenith) and the aortic extender endoprosthesis, and aneurysm enlargement were confirmed. Reintervention for stent graft relining and coil embolization is scheduled for (B)(6) 2023. The reintervention was performed on (B)(6) 2023 as scheduled. The coil embolization was not performed because there was no backflow from intercostal artery. Two additional stent grafts were deployed. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.